Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and instructed to contact support if the issue reoccurred.